Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. (The number of atms reached on the initial inflation is unk.) The pt was asymptomatic during this event. The lesion being treated was a 99% restenotic stent lesion in the distal lad coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.